Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing scale markings was observed. The customer sample was evaluated by visual examination and the indicated failure mode for missing scale markings with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ the device experienced missing label information. The following information was provided by the initial reporter. The customer stated: the customer reported that the scale marking was missing.